Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a portex® blue line ultra® tracheostomy tube cuff did not inflate sufficiently during use. It was unknown how long the device was in use and if the device was checked prior to use. No patient injury was reported. The event was considered resolved.

Manufacturer narrative:
Upon receipt of the returned product specimen, it was visually examined. One tracheostomy tube was returned for evaluation. Visual examination revealed no discrepancies. Functional testing was performed using a syringe to inflate the cuff, and the device submerged under water to test for leakage. The device was found to be leaking between the pilot balloon and the inflation valve. These devices are 100 percent in house inflation tested prior to release for distribution. While no definitive root cause could be determined, the most probable root cause could be attributed to the drying method during manufacturing. The lack of an air system during drying time of the bonding agent could have caused a leak in the device.